Event description:
During a routine change out under fluoroscopy, it was noticed that the conductor wire had come out of the insulation above the svc coil and between the svc and rv coils. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.